Manufacturer narrative:
This report is not the result of an adverse event, but rather based on a previous event. No harm was reported. The device is being returned for evaluation.

Event description:
It was reported that during procedure of a posterior lumbar interbody fusion, when implanting a tm500 cage, the tip of the tm500 inserter broke. A second tm 500 inserter and a new tm500 cage were used to complete the procedure. No harm was reported.

Manufacturer narrative:
This event occurred in surgery and the details received confirmed there were no surgical delays or patient/user harms. Additionally, the surgeon established that the components of the instrument did not remain in the patient after breaking. The surgery was completed with a second tm 500 inserter and a new tm-500 cage on hand. The instrument has not been received by zimmer biomet tmt so no failure could be confirmed. Since no failure could be confirmed, no further action is required. Should additional information be obtained to further this report shall be updated.

Event description:
During procedure of a posterior lumbar interbody fusion, when implanting a tm500 cage, the tip of the tm500 inserter broke. A second tm 500 inserter and a new tm500 cage were used to complete the procedure.